Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after fourteen days or less of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer received third-party treatment of unspecified "intravenous fluid" by a healthcare professional (hcp) for a diagnosis of hyperglycemia. Hcp also provided customer unspecified "chemo therapy" (type/dose unspecified) treatment for an unspecified condition. There was no report of death or permanent injury associated with this event.